Event description:
It was reported that patient underwent bi-polar arthroplasty in 2007. Subsequently, revision procedure was performed two weeks later where the bi-polar and modular head components were found separated.

Manufacturer narrative:
A retrospective review of file was performed. During review, determination was made that details provided meet reporting requirements. To address issue of late submission, a corrective and preventive action has been opened. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial inspection of components found no dimensional/manufacturing errors that account for the separation of the two components. Full investigation is in process but not yet completed. Upon completion of investigation, a follow up report will be sent to the FDA.